Event description:
The MFR received info alleging an oxygen concentrator contributed to an adverse event. According to the reporter of the event, the concentrator malfunctioned, which led to the pt being admitted to the hospital where he expired due to congestive heart failure. The device has not been returned to the MFR for eval, and no further details are available at this time. A f/u report will be filed if add'l info becomes available.